Manufacturer narrative:
Analysis of the recharger (B)(4) found that the complaint was unverified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the patient had received a new antenna, and also adhesive discs to see if they would help hold the antenna in place. It had yet to be determined if the poor coupling was due to ins depth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they received the replacement antenna but still unable to get any boxes filled in black. The patient indicated they met with their manufacturer representative who tried their own recharger but was not successful in getting any boxes filled either. Patient was advised to call and get a new recharger.

Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger.

Event description:
It was reported that the patient was getting up to 4 coupling boxes but currently not getting any now. The patient reported the manufacturer representative tried the antenna locate feature and tried to reposition the recharger antenna but that did not resolve their issue. Additional information was received from the manufacture representative who indicated they feel the pocket may be a little deep. No symptoms were reported. No further complications were reported and/or anticipated.